Event description:
Pt hospitalized for high blood glucose. She called to discuss the infusion set priming procedure she was using. Reviewed proper procedure. Pt given IV insulin in hosp. Physician believes cause of hospitalization was a viral-related.